Event description:
The customer was hospitalized for low bgs. The customer rec'd medical assistance from the paramedics. It was indicated that bgs were ok when the customer went to bed. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested that the customer call their doctor to discuss possible causes of low bgs.